Manufacturer narrative:
Additional information was received that ten days following valve implant the patient died. It is unknown if an autopsy was performed. Relevant history was updated to include: severe calcification, and a biventricular pacemaker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient did not regain full consciousness, and facial paralysis was noted. Computed tomography (CT) was performed and severe media infarction was confirmed. Palliative treatment was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Neither an autopsy nor an explant was performed by the facility. Stroke is a known potential adverse effect per evolutr instructions for use (IFU). Strokes have many etiologies including embolization of calcific debris and is highly dependent on patient medical history and procedural factors. The report of patient death at ten days post-implant was ascertained as being related to the procedure. The most likely root cause was calcification that may have become dislodged during the transcatheter aortic valve (tav) deployment resulting in stroke and subsequent patient death. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. If information is provided in the future, a supplemental report will be issued.